Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The device was received and evaluated. The rite (return instrument test/evaluation) test was performed. The device failed rite functional test tm# (B)(4). The device passed rite electrical test tm# (B)(4). Accuracy testing was performed per (B)(4) with failing results. The assignable cause for the volumetric accuracy was determined to be the piston foam. The device will be routed to the service area where the door piston, piston foam, pump, spring retainers, occluder blade and lead acid battery will be scrapped. The device did not meet specifications. Review of the service dates and activities revealed the previous return of the device was not for the reported problem of failed rite volumetric accuracy. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing.